Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer was admitted as an inpatient for medical treatment. Customer's blood glucose reading at the time of admission was 30 mg/dl. Customer reported that the insulin pump alarmed battery out limit. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.